Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "cassette not attached" error. There was no reported adverse event.

Manufacturer narrative:
H3: one cadd legacy plus pump was received in good condition with no cosmetic damage or tamper seals removed. The event history log was reviewed and there were "no disposable" messages. The pump was ran in user mode using a 100 ml cassette with flow stop with no issues. The reported issue was unable to be duplicated and it was determined that the medication reservoir was defective. There was no fault found with the returned pump.